Manufacturer narrative:
D2b: pro code - lit. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It vwas reported balloon rupture occurred. The stenosed target lesion was located in the subclavian vessel. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, a burst occurred as the pressure was gradually increased to the burst pressure level. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b: pro code - lit. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It was reported balloon rupture occurred. The stenosed target lesion was located in the subclavian vessel. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, a burst occurred as the pressure was gradually increased to the burst pressure level. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.